Event description:
The customer reported the scope image was a green color. The issue occurred during a therapeutic laparoscopic cholecystectomy. The procedure was completed with the same equipment, with no delay to the procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer¿s issue was confirmed, service found the irregular image color to be due to a damaged image pickup unit and video connector. This report is being submitted for the malfunction found by service during the device evaluation [damaged imaging pickup unit/video connector].

Manufacturer narrative:
During inspection and testing, service found the adhesive of the bending section cover (a-rubber) was scratched, and the adhesive was chipped, due to external factors. The light guide cover lens, video connector case, video connector, and switch button #1, demonstrated scratches due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.